Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage of the conductor wires insulation at the yaw pulley. There was no material missing and the conductor wires were not exposed. The conductor wire insulation was damaged but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The complaint regarding a cable with compromised insulation was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a cable with compromised insulation. Observed in sterilization with 4x magnification per the instructions for use (IFU). There was no report of any issues with the instrument the last time it was used. 8 lives used. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.